Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h4 device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mapping on the device not worked to drawer 2.1. The field service engineer (fse) pulled out drawer 2, removed the med trays, and inspected the position sensor cables. A fault was found in 2.1 due to an open and exposed wire. As a temporary fix, the fse stripped the wire insulation, reconnected the wire, and insulated it with electrical tape. The drawer was reinstalled and tested in hardware test application, with escort verifying operations. The sensor for 2.1 was later replaced, and final testing in hardware test application confirmed successful recovery. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, med mapping was not working in drawer. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, med mapping was not working in drawer. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.